Event description:
A cartridge alarm was reported during the load process, and it did not adversely impact the customer's blood glucose level. The customer attempted to use three different cartridges without success before contacting technical support. As a solution, technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was advised on returning the defective pump to tandem and informed about programming and connecting their continuous glucose monitor (cgm) to the replacement pump. The new pump was shipped without requiring a signature for delivery, and the customer understood and acknowledged all instructions provided.